Manufacturer narrative:
Additional information: it was confirmed that this processor had exceeded its designated service life. Investigation is in process. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
On 30-jun-2025, pentax medical became aware of an event involving a pentax video processor model epk-1000, serial number (B)(6) in china within the apac region. During the pre-use inspection of the processor, it was found that the endoscopic image was not transmitted to the facility's workstation pc. Although the pc and processor were immediately restarted, the issue was not resolved. Therefore, the staff used a smartphone to capture the images and continued the procedure and image recording. There was no report of patient harm. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
D4: primary unique device identifier (UDI) #: not applicable - device manufactured before UDI regulation. H4: device manufacture date is unknown because the device was manufactured prior to UDI regulations. Correction information: b4: date of this report - updated. D8: was this device ever serviced by a third party? - "no" to "yes". G6: follow-up #: 1. H2: if follow-up, what type? - updated. H3: device evaluated by manufacturer - "no" to "yes". H6: codes updated -component code, type of investigation, investigation findings, investigation conclusions. Additional information: h11: evaluation summary: evaluation summary: the event that occurred is that the endoscopic image was not transmitted to the facility's workstation pc. The video output cable was damaged. The staff collected the images manually, and the examination was successfully completed. Based on the investigation, a potential root cause of this failure is that the video output cable was damaged due to physical impact (such as dropping an object onto the cable) or wear-out. A definitive root cause of the reported issue could not be identified. The device was repaired by a third party and returned to the hospital. The hospital was reminded to ensure that daily operations and reprocessing procedures comply with the IFU. Investigation completion and return date: 21-aug-2025. Based on the trend analysis, there is no significant increase or upward trend in repair complaints related to this failure mode or hazard. A device history record (DHR) review was performed by the manufacturer. The DHR review confirmed that the processor was manufactured under normal conditions and passed all required inspections. Although the manufacturing date could not be verified due to the timing of this unit's production prior to UDI regulations, the approval for shipment and the actual shipping date were confirmed as 15-dec-2016. There were no reworks or concessions. Pentax medical has not received any further information for this event and therefore considers this medwatch report closed.